Event description:
The lay user/reporter contacted lifescan (lfs) on 10/9/05 and alleged that his daughter's one touch ultra meter was giving the error 4 messages. The lay user/patient had started getting the error 4 message on the subject meter starting the night prior to the call to lfs. The patient did not experience any symptoms of high or low blood glucose at the time of concern. Her mother called for medical advice since the patient does take insulin on a sliding scale. She was advised to give the patient 2 1/2 units of humalog at supper and 3 units of humalog at breakfast. The patient's blood glucose was not tested on any other device. The patient does have another meter at school, but it was not available at the time of the call. At the time of troubleshooting, it was verified that this was not a new meter. The patient's testing technique was reviewed to be correct and the condition of her test strips was also good. The reporter was asked to perform a test on the meter, but the error 4 issue persisted and was not resolved. There is no information to suggest that the patient experienced injury due to the product. The meter was replaced through field exchange for the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.